Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. Reported event of stent migration. Reported event of stent difficult to remove. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary stent rmv was implanted with no issues in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed around three months prior to (B)(6) 2015. According to the complainant, the stent was implanted to treat a benign lesion located in the middle of the target site. According to the complainant, during the planned stent removal performed on (B)(6) 2015, fluoroscopy and visualization confirmed that the stent had migrated up a couple of centimeters from the target site. The physician was able to expose the distal end of the stent; however, he was unable to remove the device. The removal procedure was not completed due to this event and the patient will be brought back on an unknown date for another attempt at stent removal. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: reporting was required because the device is only sold ous but is similar to the m0070540 that is sold in the u.s.